Event description:
Info received indicates the foot end brake casters continue to ratchet when in brake.

Manufacturer narrative:
The tech isolated the issue to cracked caster stems. He replaced the foot end casters to repair the bed.